Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle had shields that were hard to remove during use, and pulling them off revealed that the needle and hub were stuck in their shields. The following information was provided by the initial reporter: "consumer reported found 2 syringes with shields that were hard to remove. When he finally got them off, needle and hub were stuck in shield. Both samples available to send in. Occurrence date unknown."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra-fine¿ needle had shields that were hard to remove during use, and pulling them off revealed that the needle and hub were stuck in their shields. The following information was provided by the initial reporter: "consumer reported found 2 syringes with shields that were hard to remove. When he finally got them off, needle and hub were stuck in shield. Both samples available to send in. Occurrence date unknown."